Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm then a motor error alarm during bolus. The customer stated that they had high blood glucose of 434 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. Troubleshooting was done. The customer had to push the insulin through with the plunger. The no delivery alarm did not recur. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer declined to troubleshoot for high blood glucose. The reservoir will not be returned for analysis.